Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date:2018/9/21. According to the inspection report, cable u (rl091000) was defective. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the phenomenon occurred because communication between the processor and the camera head was impossible due to a cable break. Although the product shipment records were confirmed, no abnormality was found in the product. The cable break is considered to have been caused by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified diagnostic procedure, the endoscopic image of the subject device had failure when the otv-s400 was connected to the subject device. There was no report of patient injury associated with this event. The user replaced the subject device with another device and completed the procedure. The user facility did not provide other detailed information.